Event description:
An abbott rep contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated with reagents from a different lot than previously used. The customer confirmed the axsym bulk solutions are not expired and scheduled maintenance is up to date. The customer tried to calibrate a master calibration on another axsym and error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. There was no impact to pt management reported by the customer

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.